Event description:
The patient stated: "heat and cold sensitivity as well as pain on 2 of the front lower teeth. I tried doing 2 weeks in step 11 and 2 weeks on step 12, but the pain became worse, so I have gone back to step 10 because that is the last step that was bearable for the lower level."

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."